Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple broken input disks. Input disk #6 was found broken into pieces inside the housing. Hairline cracks were also found on input disk #7. The broken inputs caused the instrument to fail engagement. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior with no noted damage. The issue was the clip applier instrument would not close the clip onto the vessel/tissue bundle at the time it was used. There was no harm or injury to the patient. The site used the recommended clip according to the instructions for use (IFU). The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The surgeon obtained another clip applier instrument to resolve the issue. No video or images were captured.